Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Device review: a visual inspection of the returned cycler exterior showed no sign of physical damage. The heater tray/scale was not obstructed. The simulated treatment was performed and completely without the failures. The valve actuation test passed. The system air leak test passed. The load cell value and verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. Per the documented product investigation, there was no indication that the fresenius product caused, contributed to or was a factor in the reported event.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a peritoneal dialysis (pd) pt was diagnosed with peritonitis on (B)(6) 2015, as indicated by a highly elevated wbc count. Per the pdrn the pt practiced aseptic technique when completing peritoneal dialysis treatment and it was unk what caused/attributed to the peritonitis. There were no reported fluid leaks during treatment prior to infection. Pdrn stated the pt was not hospitalized for the episodes of peritonitis and was treated at home with prophylactic medication. As of 10/14/2015, the pt continues to complete continuous cycler-assisted peritoneal dialysis (ccpd) treatments with the replacement cycler without further issue.